Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the one month follow up of the ICD involved in this MDR report, the aida memories not available. There was no problem to perform all the tests, but aida data were not available. The device was re-interrogated 2 hours later and aida memories were available. The physician requested an explanation about this behavior and whether this could be due to loss of telemetry before all data were read or not. Reportedly, some telemetry issues were met when performed threshold testing.